Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty (20) large volume folfusors were leaking from an unspecified location. When opening the elastomer, it was observed that there were droplets of unknown nature present inside the device. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured may 30, 2024 - june 3, 2024. H11: six (6) devices were received for evaluation. Visual inspection identified the devices have not been filled with fluids yet. Further inspection via the naked eye identified silicone oil located on the interior wall of the device covers. The reported condition was verified as silicone oil. The cause of the oil is related to the manufacturing process; however, this condition is cosmetic and has no impact on the function or safety of the product. Silicone oil is a medical fluid that is non-volatile material and is used in the manufacturing process. The process requires silicone oil to be applied by a validated amount to the exterior of the elastomeric bladder to prevent potential rupture from cover contact. Small amount of silicone oil from the bladder may have dripped onto the interior wall of the cover during manufacturing; however the silicone oil on the interior wall of the cover is an expected product characteristic. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.